Event description:
It was reported by customer that they have a defective PICC that we were hoping to get replaced. The taper started at the 6cm mark, so it would not advance into the sheath past that point.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The complaint of a thick catheter is confirmed and was determined to be manufacturing related. One 3 fr powerpicc solo catheter was returned for evaluation. An initial visual observation revealed the catheter started to taper distal to the 5 cm depth marking. A side-by-side comparison was made using a non-complainant 3 fr powerpicc catheter and the returned catheter was observed to be thicker than the non-complainant catheter. A microscopic observation revealed the texture of the outer surface of the catheter appeared to be somewhat rough. The outer diameter of the returned catheter was measured distal to the molded joint and distal to the 5 cm depth marking and was found to be about 0.06767in. And 0.06631 in., respectively. A non-complainant catheter was also measured distal to the 5 cm depth marking and was found to be 0.04600in., which indicates the returned catheter was significantly thicker than the non-complaint catheter in that section. As per drawing, the outer diameter of the catheter distal to the tapered region should be 0.0465 ± 0.0005in. This indicates outer diameter of the returned catheter is above specification. This investigation has been forwarded to the manufacturing site, and awareness training has been performed with the manufacturing operators regarding this complaint. This complaint will be recorded for future trending and monitoring purposes.